Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and head/neck non-malignant pain. It was reported that the patient was having pain flare-ups. It was reported that the rep had met with the patient last week for a routine six month visit and no stimulation changes were made. It was stated that the patient had reported ¿normal pain levels¿ at that visit and it was indicated that the patient had always had pain. It reported that the location of the pain flare-ups was at the patient¿s face and head. It was reported that this was considered a sudden change in therapy/symptoms and it was indicated that the flare-ups were becoming more frequent. It was asked but unknown when the event occurred. It was indicated that the rep was not with the patient or hcp to do further troubleshooting, but troubleshooting steps were reviewed. The rep stated that they would run electrode impedances. Previous ins durations were also reviewed with the rep. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6)2017 indicating that the patient¿s product was used for motor cortex stimulation which was an off-label use of the product. It was noted that the symptoms could not be linked. It was stated that in terms of the devices, everything was operating normally. No further complications were reported.